Event description:
It was reported that the ilet became unavailable during a firmware update, displayed a static progress indicator at 0%, and stopped delivering insulin after the cgm connection changed from dexcom g7 to g6, which is consistent with a device shutdown/unavailable condition associated with a firmware update process and communication pairing functions. Symptoms included hyperglycemia, with a reported fingerstick of 545 mg/dl and approximately six hours above target. Outcomes included the need for backup insulin therapy with humalog and self-management without hospitalization or professional medical intervention. Investigation included guided troubleshooting steps involving app closure, bluetooth cycling, device and phone restarts, charger-assisted wake, network reconnection, app reinstallation, and review of the on-device update prompt, followed by replacement of the ilet. Investigation of this case revealed a device malfunction during the update process that resulted in system freeze and persistent error messaging, consistent with a hardware or firmware fault affecting the user interface and system restart functions. It was concluded that the cause was an update-related device malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.